Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the device "didn't fire." The device was removed and a second starclose se device was used to achieve hemostasis. There was no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.